Event description:
It was reported that there was no image when the tower was plugged into the bronchofibervideoscope. The malfunction occurred during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated: d8, d9, d10, h2, and h3. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on historical data, possible cause is there is no image due to fluid invasion in the connector. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.